Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 6 months. The device remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use list driveline infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient developed a driveline exit site infection on (B)(6) 2014. It was reported that driveline cultures were positive for infection. There were no known associated factors that may have contributed to the infection. The patient is being treated with ongoing oral antibiotic therapy and continues with chronic infection. No further information was provided.